Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12669, 3006705815-2021-01430. It was reported that patient was unable to set ipg to MRI mode. Troubleshooting was unable to resolve the issue. Diagnostics indicated high impedances on the leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place wherein the entire scs system was explanted.